Manufacturer narrative:
Analysis of the fiber revealed a fiber broken into two pieces that otherwise appeared unused. It was noted by the customer that the fiber was noticed to be broken inside the packaging. It was also noted that the fiber did not break when tested on the bend radius test fixture and the successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. Since each fiber is 100% tested immediately prior to final packaging during the manufacturing processes, it is very unlikely that the fiber was final packaged in the broken condition noted during complaint product evaluation. In addition to confirming the part and lot number of the fiber, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications during production on 09/29/2016. If the fiber would have been broken during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. It is unknown how the was fiber was broken between packaging and shipment of the product to the customer.

Event description:
"Customer called up to report an out of box failure on item hlfbxs200c. Customer (B)(6) states that they opened the box and noticed that in the package that one of the items was bent."